Event description:
It was reported that during a percutaneous transhepatic biliary treatment procedure, an introducer fracture occurred. The target lesion was located in the common biliary. This accustick ii was selected; however, the physician found it difficult to withdraw the device from the patient. Force was used to pull the device from the patient and the distal portion of the introducer broke inside the patient. The physician used a snare to capture the broken part. It was further reported that nothing remained inside the patient. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).